Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort at the ipg site due to the location. In turn, the pt underwent surgical intervention for a revision. During the procedure, the physician electively decided to also explant, and replace the ipg.